Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected . Customer's blood glucose was 400 mg/dl.